Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas continued delivering insulin while the user¿s glucose was below her 120 mg/dl target, resulting in a low glucose event with continuous readings of ¿low¿ for approximately 30 minutes; alerts for low and urgent low were received, and the user treated with oral glucose while using a steel 6 mm contact/detach infusion set. Symptoms included sweating and lightheadedness, with emotional distress. Outcomes included no professional medical intervention and no need for assistance. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed and the event was non-serious with user-managed recovery.